Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked and chipped. The reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a partially missing retainer ring. Unable to perform displacement test due to the partially missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the partially missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially missing retainer ring, cracked keypad overlay.